Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned to franklin lakes, (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 7198986. Customer states that the barrel is leaking insulin and does not believe he received his full dose because his glucose level was elevated. The returned syringe exhibited cracks in the barrel ranging from the 10-40 unit markings. The cracked barrel could cause leakage which could cause an incorrect dose. Sample was forwarded to manufacturing (holdrege) on 20jul2018 for further review. On 26jul2018, holdrege received one (1) 1ml, 6mm, 31g syringe in an opened polybag from batch # 7198986. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, two parallel groves were noted to be proximal to the crack in the barrel. These grooves represent damage that appears to have happened the syringes tumbled in the bowl prior to printing, as the scale print around these grooves is mostly uninterrupted. A review of the production line stations noted that the probable root cause for the crack to be the syringe being struck by an inhibitor gate, which stops the flow of syringe barrels into the prep dial when a jam or the equipment otherwise stops. When this gate closes, it comes into contact with the barrels in the range of where the crack in the returned syringe barrel is noted. The force with which this gate closes is sufficient to cause such damage, however, this would not be expected to happen unless there was a backup in the rails and pressure keeping the syringe from simply reversing course slightly in the rail when the gate closes. A review of the device history record was completed for batch# 7198986. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for leakage and the 1st related complaint for glucose level on lot # 7198986. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cracked barrel). Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with leakage.there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle, "the syringe barrel leaked insulin resulting in an elevated glucose level for the consumer." There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. This supplemental MDR also corrects the event description: it was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle, "the syringe barrel leaked insulin resulting in an elevated glucose level for the consumer." There was no report of injury or further medical intervention.